Event description:
Rec'd report of epidural catheter shear. A catheter was inserted into a pt for labor and was removed following vaginal delivery that same day. When the catheter was removed, it was noted that the black tip on the end of the catheter was missing. No attempt was made to locate the catheter tip, and "there is currently no evidence to indicate that the pt has an injury related to this catheter event."